Manufacturer narrative:
(B)(6). There was no contact complete address provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cannulation test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged ball bearings most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during a hip pinning surgical procedure, it was discovered that the quick coupling device was not functioning. There was a five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.